Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ after use, treatment syringes and needles may be potential biohazards. Handle and dispose of these items in accordance with accepted medical practice and applicable local, state, and federal requirements. ¿ juvéderm® ultra xc injectable gel is a clear, colorless gel without visible particulates. In the event that the content of a syringe shows signs of separation and/or appears cloudy, do not use the syringe; notify allergan product support at 1-877-345-5372. ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿inject juvéderm® ultra xc by applying even pressure on the plunger rod while slowly pulling the needle backwards. It is important that the injection be stopped just before the needle is pulled out of the skin to prevent material from leaking out or ending up too superficially in the skin. ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿juvéderm® ultra xc injectable gel is supplied in individual treatment syringes with 30 g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, the syringe "opened up and gel came out from the sides." Patient contact was made. There was no injury to the patient or injector. The packaged needle was used for the injection.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, the syringe "opened up and gel came out from the sides." Patient contact was made. There was no injury to the patient or injector. The packaged needle was used for the injection.

Manufacturer narrative:
Device analysis: "1 empty syringe of 1.0ml received without cap nor needle. No defect observed."